Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Subsequently a cartridge alarm occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 291 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.